Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es item was not crossing over to the pyxis machine. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item did not cross over. A technical support specialist dialed in to the server, checked the station and located the information for the medication isovue 370 with medid 43101778. The tss pulled the report data and performed a medication inventory check with the station. The count of the medication was found to be consistent with the report. An email was then sent to the customer with the update. The system functioned as intended after the technical support specialist troubleshot the device.